Manufacturer narrative:
One sample was returned in used condition, inside a plastic bag which is not its original packaging. During visual inspection it was observed that the sample had two (2) skin tapes, and between them damage was identified due a presence of a tear in this tubing section. Can be concluded that tubing will leak during medication administration, for this reason complaint is confirmed.

Manufacturer narrative:
B3. Date of event: month and day of event have been provided, but year is unknown. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was noticed when the patient arrived in recovery after theatre. The patient had a slight delay in receiving medication as a result of the event and the anesthetist was required to create a new set up. There was patient involvement and no patient harm/adverse event reported.